Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the implantable cardioverter defibrillator and right ventricular lead exhibited non sustained right ventricular oversensing. No intervention was performed and the products would continue to be monitored.